Event description:
It was reported that during surgery, there was a connection issue with the ipad and 4k unit. The wifi seemed to freeze. When trying to take a video, the ipad recording icon didn¿t flash and it got stuck on red, the monitor also turned red and stayed red. The wifi was disconnected and reconnected but it didn¿t work, therefore, it had to turn off and reboot the 4k box so screen went dark for a minute in the middle of the case. Finally, the wifi was reconnected and it worked. The procedure was completed with the same device. It is unknown if there was a significant delay in the procedure. No patient injury were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be re-opened for investigation.